Event description:
During a right breast lumpectomy with a removal of a tag and use a handheld device reader to locate the device. The reader could not locate the tag. The surgeon hand manipulated to feel the tag where placed. Potentially, after placement of the tag and after the lumpectomy, it was determined that the tag was broken inside the patient. FDA safety report ID# (B)(4).